Event description:
Boston scientific received information that this product was part of a system revision due to infection. During the explant procedure, the right ventricular (rv) lead's coil separated from the tip at the ring electrode, and got lodged in the patient's vein near the clavicle area. The physician has no plans to remove the lead at this time. Furthermore, the physician believes the laser may have damaged the lead's insulation at this point, thus causing the lead to be abandoned surgically. There were no additional adverse effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.